Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had delayed alarm with closed clamp was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was a delayed alarm when the infusion line was found to be clamped. Per report, dopamine 40mg/50ml (0.8mg/ml) was started on the syringe module around 06:06. It was initially started at 2.5mcg/kg/min and then titrated up to 5mcg/kg/min (@ 07:54), then 7.5mcg/kg/min (@ 08:55), then 10mcg/kg/min (@ 09:42), and finally 12.5mcg/kg/min (@10:11) due to blood pressure not responding to the dopamine. At 11:39, the pump began alarming occlusion. When the clinician traced lines, they noted the dopamine line was clamped. There was patient involvement but no harm.